Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The shell inserter was not returned and no pictures were provided, therefore further evaluation cannot be performed for this device. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. Based on the product review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign ¿ china. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2024 - 00816. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cup could not be removed from the inserter during surgery. A different cup and inserter were used to complete the procedure. The cup and inserter were later separated. There was a 15 minute delay. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.